Event description:
In 2007, patient with history of morbid obesity and multiple comorbidities underwent procedure for lap-band placement. About 5 months later, it was noted that the patient had a crack in the lab-band port (with no definite leak noted), and underwent procedure for port replacement at that time. In 2008, the patient was noted to have moderate adhesions associated with the band, thus, requiring surgical replacement of the lap-band. On removal of the band, a site at the balloon was identified as the high pressure leak.